Event description:
A journal article was reviewed that contained information regarding this device. The failure mode noted in the article indicated that the patient had received a shock while playing basketball. Of note, device interrogation revealed normal settings and function and the lead parameters were stable and within normal ranges. The article mentions that the device did not deliver an effective shock,and ventricular tachycardia (vt) continued to be confirmed by the device. Noise was observed in the far-filed ventricular electrocardiogram (egm), which the author indicated is "responsible" for the inappropriate detection of vt. The author continues to suggest that the change in "pharmacological treatment" may have contributed to the issue at hand, since it appeared after "long-time post-ICD insertion." Further follow up did not yet yield any additional relevant information regarding the event. The device appears to be still in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is limited due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: implantable cardioverter-defibrillator shock during physical activity: appropriate or inappropriate shock? Pace pacing clin. Electrophysiol. May 1 2013;36(5):635-638. (B)(4).